Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. The bending tube was crumpled. Electricity conduction was not working due to corrosion of the distal end. Adhesive on the bending section cover peeled off. Insulation resistance at the tip was out of standards due to perforation of the bending section cover. Insulation resistance was out of standards due to peeling of the bending section cover. Insulation resistance at the insertion section was out of standards due to the bending section cover glue peeling off. Angulation in the up direction was out of standards due to a worn of angle wire. Liquid leaked due to perforation of the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, the insertion part on the evis lucera elite bronchovideoscope was crumpled. The issue was found during preparation for use. The intended procedure was completed with another device. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeled off. This report is to capture the reportable malfunction of the coating on the connecting tube was peeled off noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported failure is likely due to physical stress, chemical stress, or storage environment of the device. The event can be detected/prevented by following the instructions for use which state: preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.